Event description:
Customer reportedly received results of 116 mg/dl and 499 mg/dl within 10 minutes o the accu-chek aviva system, (meter strip lot 300452, expiration date 05/31/2008) . The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event was reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the aviva test strips.